Manufacturer narrative:
The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a staphylococcal infection at the ipg site. The patient had a tiny break in the skin wherein a fluid was draining, coming out and oozing from the break. It was determined that the infection was not device or procedure related. The physician believed that it was perhaps due to the patient's fall, where it looked like the pocket site had been disrupted and might had come down a little bit. The patient was given antibiotics and underwent an ipg explant procedure.